Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment the operator forgot to complete rinseback as directed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff confirmed the reported blood loss is attributed to user error as the operator neglected to complete rinseback at the completion of treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.